Manufacturer narrative:
N/a.

Event description:
The following has been reported: according to the medical technician, too much medication was pumped with this device. It was a drug that can be life-threatening if overdosed. The patient is doing well. Description of the situation by the hospital ward: on (B)(6) 2025 at approx. 8.45 a.m. The nurse saw that the infusion was soon empty and set up a new > printout in orbis medication of the label. Approx. 9.00 a.m. Change of infusion - setting 4ml/h with approx. 105ml total fluid (here it is unclear what time was on the label as it was not checked) during the day the infusion was stopped once/twice due to interventions, the patient went to smoke several times and the infusomat was unplugged and not always plugged in again. Approx. 4.00 pm re-ordering of the medication dosage approx. 4.30 pm printout of the new label with the new dosage in orbis medication - the nurse saw that the infusion was changed at 14.45 according to the label. She therefore injected 1ml = 5mg of the medication into the current infusion as according to the label it had not been freshly attached for long. The infusion then continued at 4ml/h. The patient was awake 1-2 times during the night but no major changes to the volumat during the night. On (B)(6) 2025. At around 09:09 the infusion ended with 71,886 ml. However, a bottle with 100ml nacl + palladon was attached to a total of 112.5 ml, which was completely empty at the end of the infusion. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Once in brezins, external inspection found that the membrane is worn and the device has been opened. Nothing was noticed during internal checks. During functional test, the reported event was partially reproduced with the failure of flowrate tests. The flowrate accuracy is very close to the higher limit. However, this overflow is not enough to explain the large overdose described in the complaint. Therefore the reported event is confirmed but the root cause remains unknown. We advise you to change the membrane and recalibrate the pump (v0). To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.